Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient was not feeling well. The patient reported couple days later wasn't still feeling well so they wanted to call to make sure of the time for their scheduled call so the patient would be available. The issue was not resolved at the time of the report. Additional information was received from the patient's caregiver. They reported that the patient was on antibiotics yesterday for an infection. The patient possibly sat on the wires to the ens and they are now not connected. One end is sticking out of the gauze and the other end is sticking out the other side. Referred them to the patient's clinician.